Event description:
It was reported that while implanting the lead the rotation tool was turned approximately 20 times without the helix deploying. Then the helix all of a sudden deployed all at once. The test numbers were good so the physician did not replace or reposition the lead, and it remains in use. There were no further patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.